Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent move on balloon occurred. The target lesion was located in the left anterior descending (lad) artery extending to the left main coronary artery (lmca). After an 8fr guide catheter was placed, rotablation was performed with a 1.25 and 2.0 burrs. A 6fr non-bsc guide extension catheter was advanced and crossed the lesion. A 2.25x20 non-bsc balloon catheter was then used for predilation. Subsequently, a 2.50 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The stent was removed and another 2.50 x 28 synergy ii stent was advanced. However, the physician noted that the stent was half off the stent delivery balloon catheter. An attempt was made with a 2.50 x 28 non-bsc stent but the stent still failed to cross the lesion. Additional dilation was performed with a 2.50 x 28 nc quantum balloon catheter and the procedure was completed with a 2.50 x 28 non-bsc stent. No patient complications were reported.